Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts") and uterine perforation ("essure micro-inserts perforating her uterus") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids"), menorrhagia ("abnormal heavy bleeding during menses/prolonged menses"), ovarian cyst ("ovarian cysts"), back pain ("back pain"), abdominal pain lower ("cramping"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine headaches"), weight fluctuation ("weight fluctuations"), abdominal distension ("excessive bloating"), dysmenorrhoea ("severe abnormal menstruation pain") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (partial gastrectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, uterine perforation, uterine leiomyoma, menorrhagia, ovarian cyst, back pain, abdominal pain lower, fatigue, alopecia, migraine, weight fluctuation, abdominal distension, dysmenorrhoea and vaginal discharge was resolving. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, dysmenorrhoea, fatigue, gastrointestinal injury, menorrhagia, migraine, ovarian cyst, uterine leiomyoma, uterine perforation, vaginal discharge and weight fluctuation to be related to essure. The reporter commented: plaintiff underwent a bilateral salpingectomy and partial gastrectomy, during which both fallopian tubes and a portion of her stomach were all removed. Despite the essure micro-inserts perforating her uterus, removal of her uterus was not necessary. However, a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in july 2011: confirmed full occlusion excessive bloating company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts/rt essure coil noted perforating the right tube"), fallopian tube perforation ("a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts/rt essure coil noted perforating the right tube"), uterine perforation ("essure micro-inserts perforating her uterus/migration of essure device location of device") and device expulsion ("essure micro-inserts perforating her uterus/migration of essure device location of device") in an adult female patient who had essure (batch no. 02162011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and inflammation nos. Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids"), the first episode of menorrhagia ("abnormal heavy bleeding during menses/prolonged menses"), ovarian cyst ("ovarian cysts"), back pain ("back pain"), abdominal pain lower ("cramping"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine headaches"), weight fluctuation ("weight fluctuations"), abdominal distension ("excessive bloating"), dysmenorrhoea ("severe abnormal menstruation pain"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),") and pelvic pain ("pelvic pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes).essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, uterine perforation, uterine leiomyoma, ovarian cyst, back pain, abdominal pain lower, fatigue, alopecia, migraine, weight fluctuation, abdominal distension, dysmenorrhoea and vaginal discharge was resolving, the fallopian tube perforation, device expulsion, vaginal haemorrhage, headache, the last episode of menorrhagia, hormone level abnormal, cystitis, urinary tract infection and vaginal infection outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, cystitis, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, gastrointestinal injury, headache, hormone level abnormal, migraine, ovarian cyst, pelvic pain, urinary tract infection, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure coils successfully placed bilaterally. (First set of essure did not deploy). Plaintiff underwent a bilateral salpingectomy and partial gastrectomy, during which both fallopian tubes and a portion of her stomach were all removed. Despite the essure micro-inserts perforating her uterus, removal of her uterus was not necessary. However, a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts. Since her removal surgery, her symptoms have mostly resolved, though some remain. (B)(6) 2016: findings: at laparoscopy: rt essure coil noted perforating the right tube, normal appearing left tube. At hysteroscopy: no polyps, no fibraids, no adhesions, essure coils protruding through the ostia noted bilaterally. The protruding essure coils were pulled hysteroscopically without event, and a gentle curettage wren then performed without event. Bilateral salpingectomies were performed uneventfully, a portable x-ray was performed and the presence of essure coils inside the tubes was confirmed. All the 4 essure coils were retrieved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - in july 2011: confirmed full occlusion excessive bloating most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: vaginal haemorrhage, headache, menorrhagia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, pelvic pain, fallopian tube perforation, device expulsion were added. Reporter, patient demographic information, other relevant history updated. Product start date, batch number, expiry date updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts/rt essure coil noted perforating the right tube"), fallopian tube perforation ("a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts/rt essure coil noted perforating the right tube"), uterine perforation ("essure micro-inserts perforating her uterus/migration of essure device location of device"), device dislocation ("migration of essure device location of device: abdomen"), device expulsion ("essure micro-inserts perforating her uterus/migration of essure device location of device") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. 02162011-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and inflammation nos. Concomitant products included oral contraceptive nos, oxycodone since (B)(6) 2016 and prednisone since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 3 years 5 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormal heavy bleeding during menses/prolonged menses/long, heavy periods"), fatigue ("fatigue"), migraine ("migraine headaches"), dysmenorrhoea ("severe abnormal menstruation pain"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),") and pelvic pain ("pelvic pain/ sharp pain/ pain"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroids"), ovarian cyst ("ovarian cysts"), back pain ("back pain"), abdominal pain lower ("cramping"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), abdominal distension ("excessive bloating"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), bacterial vaginosis ("bacterial vaginosis"), cyst ("cysts"), paraesthesia ("tingling in feet"), nervousness ("nervous"), frustration tolerance decreased ("feeling frustated"), pain in extremity ("foot pain") and uterine inflammation ("uterus is inflammed"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy ((bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, uterine perforation, genital haemorrhage, uterine leiomyoma, ovarian cyst, back pain, abdominal pain lower, fatigue, alopecia, migraine, weight fluctuation, abdominal distension, dysmenorrhoea, vaginal discharge and cyst was resolving, the fallopian tube perforation, device dislocation, device expulsion, vaginal haemorrhage, headache, the last episode of menorrhagia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, bacterial vaginosis, nervousness, frustration tolerance decreased, pain in extremity and uterine inflammation outcome was unknown and the pelvic pain and paraesthesia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bacterial vaginosis, cyst, cystitis, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, frustration tolerance decreased, gastrointestinal injury, genital haemorrhage, headache, hormone level abnormal, migraine, nervousness, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, urinary tract infection, uterine inflammation, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure coils successfully placed bilaterally. (First set of essure did not deploy). Plaintiff underwent a bilateral salpingectomy and partial gastrectomy, during which both fallopian tubes and a portion of her stomach were all removed. Despite the essure micro-inserts perforating her uterus, removal of her uterus was not necessary. However, a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts. Since her removal surgery, her symptoms have mostly resolved, though some remain. (B)(6) 2016: findings: at laparoscopy: rt essure coil noted perforating the right tube, normal appearing left tube. At hysteroscopy: no polyps, no fibraids, no adhesions, essure coils protruding through the ostia noted bilaterally. The protruding essure coils were pulled hysteroscopically without event, and a gentle curettage wren then performed without event. Bilateral salpingectomies were performed uneventfully, a portable x-ray was performed and the presence of essure coils inside the tubes was confirmed. All the 4 essure coils were retrieved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: confirmed full occlusion excessive bloating . Most recent follow-up information incorporated above includes: on 6-nov-2018: update of information (batch is invalid). Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts/rt essure coil noted perforating the right tube"), fallopian tube perforation ("a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts/rt essure coil noted perforating the right tube"), uterine perforation ("essure micro-inserts perforating her uterus/migration of essure device location of device"), device expulsion ("essure micro-inserts perforating her uterus/migration of essure device location of device"), device dislocation ("migration of essure device location of device: abdomen") and genital haemorrhage ("heavy bleeding") in an adult female patient who had essure (batch no. 02162011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and inflammation nos. Concomitant products included oral contraceptive nos. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), uterine leiomyoma ("uterine fibroids"), the first episode of menorrhagia ("abnormal heavy bleeding during menses/prolonged menses/long, heavy periods"), ovarian cyst ("ovarian cysts"), back pain ("back pain"), abdominal pain lower ("cramping"), fatigue ("fatigue"), alopecia ("hair loss"), migraine ("migraine headaches"), weight fluctuation ("weight fluctuations"), abdominal distension ("excessive bloating"), dysmenorrhoea ("severe abnormal menstruation pain"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),"), pelvic pain ("pelvic pain/ sharp pain"), bacterial vaginosis ("bacterial vaginosis"), device dislocation (seriousness criterion medically significant), cyst ("cysts"), genital haemorrhage (seriousness criterion medically significant), paraesthesia ("tingling in feet"), nervousness ("nervous"), frustration tolerance decreased ("feeling frustated"), pain in extremity ("foot pain") and uterine inflammation ("uterus is inflamed"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy ((bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, uterine perforation, uterine leiomyoma, ovarian cyst, back pain, abdominal pain lower, fatigue, alopecia, migraine, weight fluctuation, abdominal distension, dysmenorrhoea, vaginal discharge, cyst and genital haemorrhage was resolving, the fallopian tube perforation, device expulsion, vaginal haemorrhage, headache, the last episode of menorrhagia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, bacterial vaginosis, device dislocation, paraesthesia, nervousness, frustration tolerance decreased, pain in extremity and uterine inflammation outcome was unknown and the pelvic pain had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bacterial vaginosis, cyst, cystitis, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, frustration tolerance decreased, gastrointestinal injury, genital haemorrhage, headache, hormone level abnormal, migraine, nervousness, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, urinary tract infection, uterine inflammation, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure coils successfully placed bilaterally. (First set of essure did not deploy). Plaintiff underwent a bilateral salpingectomy and partial gastrectomy, during which both fallopian tubes and a portion of her stomach were all removed. Despite the essure micro-inserts perforating her uterus, removal of her uterus was not necessary. However, a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts. Since her removal surgery, her symptoms have mostly resolved, though some remain. (B)(6) 2016: findings: at laparoscopy: rt essure coil noted perforating the right tube, normal appearing left tube. At hysteroscopy: no polyps, no fibroids, no adhesions, essure coils protruding through the ostia noted bilaterally. The protruding essure coils were pulled hysteroscopically without event, and a gentle curettage wren then performed without event. Bilateral salpingectomies were performed uneventfully, a portable x-ray was performed and the presence of essure coils inside the tubes was confirmed. All the 4 essure coils were retrieved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: confirmed full occlusion excessive bloating. Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: bacterial vaginosis, device migration, cysts, bleeding genital, tingling in feet, nervous, frustration, foot pain, uterine inflammation. Event outcome of cyst, genital bleeding is updated to recovering. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of gastrointestinal injury ("a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts/rt essure coil noted perforating the right tube"), fallopian tube perforation ("a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts/rt essure coil noted perforating the right tube"), uterine perforation ("essure micro-inserts perforating her uterus/migration of essure device location of device"), device dislocation ("migration of essure device location of device: abdomen"), device expulsion ("essure micro-inserts perforating her uterus/migration of essure device location of device") and genital haemorrhage ("heavy bleeding") in a 32-year-old female patient who had essure (batch no. 02162011) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included body mass index normal and inflammation nos. Concomitant products included oral contraceptive nos, oxycodone since (B)(6) 2016 and prednisone since (B)(6) 2016. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, 3 years 5 months after insertion of essure, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), the first episode of menorrhagia ("abnormal heavy bleeding during menses/prolonged menses/long, heavy periods"), fatigue ("fatigue"), migraine ("migraine headaches"), dysmenorrhoea ("severe abnormal menstruation pain"), vaginal discharge ("vaginal discharge"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), cystitis ("infection (bladder/ urinary tract/vaginal),"), urinary tract infection ("infection (bladder/ urinary tract/vaginal),"), vaginal infection ("infection (bladder/ urinary tract/vaginal),") and pelvic pain ("pelvic pain/ sharp pain/ pain"). On an unknown date, the patient experienced gastrointestinal injury (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device expulsion (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine leiomyoma ("uterine fibroids"), ovarian cyst ("ovarian cysts"), back pain ("back pain"), abdominal pain lower ("cramping"), alopecia ("hair loss"), weight fluctuation ("weight fluctuations"), abdominal distension ("excessive bloating"), the second episode of menorrhagia ("abnormal bleeding (menorrhagia)"), hormone level abnormal ("hormonal changes"), bacterial vaginosis ("bacterial vaginosis"), cyst ("cysts"), paraesthesia ("tingling in feet"), nervousness ("nervous"), frustration tolerance decreased ("feeling frustated"), pain in extremity ("foot pain") and uterine inflammation ("uterus is inflammed"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (bilateral salpingectomy ((bilateral removal of fallopian tubes)) and surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the gastrointestinal injury, uterine perforation, genital haemorrhage, uterine leiomyoma, ovarian cyst, back pain, abdominal pain lower, fatigue, alopecia, migraine, weight fluctuation, abdominal distension, dysmenorrhoea, vaginal discharge and cyst was resolving, the fallopian tube perforation, device dislocation, device expulsion, vaginal haemorrhage, headache, the last episode of menorrhagia, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, bacterial vaginosis, nervousness, frustration tolerance decreased, pain in extremity and uterine inflammation outcome was unknown and the pelvic pain and paraesthesia had resolved. The reporter considered abdominal distension, abdominal pain lower, alopecia, back pain, bacterial vaginosis, cyst, cystitis, device dislocation, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, frustration tolerance decreased, gastrointestinal injury, genital haemorrhage, headache, hormone level abnormal, migraine, nervousness, ovarian cyst, pain in extremity, paraesthesia, pelvic pain, urinary tract infection, uterine inflammation, uterine leiomyoma, uterine perforation, vaginal discharge, vaginal haemorrhage, vaginal infection, weight fluctuation, the first episode of menorrhagia and the second episode of menorrhagia to be related to essure. The reporter commented: essure coils successfully placed bilaterally. (First set of essure did not deploy). Plaintiff underwent a bilateral salpingectomy and partial gastrectomy, during which both fallopian tubes and a portion of her stomach were all removed. Despite the essure micro-inserts perforating her uterus, removal of her uterus was not necessary. However, a portion of her stomach did have to be removed due to its perforation by one of the essure micro-inserts. Since her removal surgery, her symptoms have mostly resolved, though some remain. 28oct2016: findings: at laparoscopy: rt essure coil noted perforating the right tube, normal appearing left tube. At hysteroscopy: no polyps, no fibraids, no adhesions, essure coils protruding through the ostia noted bilaterally. The protruding essure coils were pulled hysteroscopically without event, and a gentle curettage wren then performed without event. Bilateral salpingectomies were performed uneventfully, a portable x-ray was performed and the presence of essure coils inside the tubes was confirmed. All the 4 essure coils were retrieved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.7 kg/sqm. Hysterosalpingogram - on 24-jun-2011: confirmed full occlusion excessive bloating most recent follow-up information incorporated above includes: on 23-oct-2018: concomitant drugs were added. Outcome of event tingling in feet updated as recovered. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.